Manufacturer narrative:
Based on the claim against the product by the customer noting the force bipolar instrument tip was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found the primary failure of instrument grips bent-severely to be related to the customer reported complaint. The force bipolar was found to have a severely bent grip, causing side to side tips. A piece of the molded insulator measuring proximately 0.064" x 0.080" was not returned with the instrument. Common causes of the failure mode bent-severely instrument grips -tips are typically attributed to the misuse, such as excess force applied to the instrument jaws. Severely bent grips with an offset < 0.05¿ are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tip. Additional observation related to the customer reported complaint was that the instrument was found to have a dislodged molded insulator. The molded insulator was dislodged at the base of the grip. The root cause of dislodged molded insulator is typically attributed to misuse. The complaint regarding the force bipolar tip was broken was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the force bipolar instrument's tip was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.